Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 02/2023.

Event description:
It was reported that during a procedure, the catheter allegedly had a hole at the hub. It was further reported that the catheter allegedly had leakage. There was no reported patient injury.

Event description:
It was reported that after procedure the catheter allegedly had a hole at the hub. It was further reported that the catheter allegedly had leakage. Patient current status is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2023). H11: b5, d4 (medical device catalog number), h1, h6 (patient, device, method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one broviac s/l catheter repair kit was returned for evaluation. Visual, microscopic visual and functional evaluation were performed. The investigation is confirmed for the reported material puncture/hole and fluid leak as a split was noted just distal to the catheter hub. Further during functional evaluation a leak was noted from the split upon infusion. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2023), g3, h6 (method). H11: b5, d4 (medical device catalog number and medical device lot number), g1, h1, h6 (patient, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years post catheter placement procedure the catheter allegedly had a hole at the hub. It was further reported that the catheter allegedly had leakage. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one broviac s/l catheter repair kit was returned for evaluation. Visual, microscopic visual and functional evaluation were performed. The investigation is confirmed for the reported material puncture/hole and fluid leak as a split was noted just distal to the catheter hub. Further during functional evaluation a leak was noted from the split upon infusion. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years post catheter placement procedure the catheter allegedly had a hole at the hub. It was further reported that the catheter allegedly had leakage. There was no reported patient injury.